Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that change in thresholds was also observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the r-wave amplitude slowly decreased and measured low. The lead was capped and replaced. The patient was fine post-procedure.